Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated a serious programmer error and that it was unable to be cleared and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer exhibited an error code. The radio frequency (rf head) was swapped out, and the service disk was run, but the issue remained. Another programmer was used to complete the needed task. The programmer was returned for service. There was no patient involvement.